Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the swivel was loose and the motor speed was not stable. The motor, sleeve, and swivel were replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance there was a loose swivel need to be replaced; defective motor, sleeve motor need to be replaced. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.